Event description:
During craniotomy procedure, it was noted by surgeon that the tip of the medtronic drill had broken off when the bone flap was being cut. Tip was found on dura after bone was removed. Resection of brain tumor continued prior to closure. Portable x-ray was taken and read by neuro radiology. A three way conversation occurred with the radiologist. Closure of brain was decided upon at this time.